Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his issue. During the call, the customer noted that the light source was presenting b30 scope communication errors with multiple 190 series scopes. Customer stated that he attempted several trouble-shooting options on his end, including pressing the 'escape' button, confirming the cable connections, and reseating the cables. All of which were ultimately unsuccessful. After hearing this, tac recommended that the customer purchase the scope cleaning kit and clean the scopes that way. Customer intends to use the kit to clean the device and report back his findings. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source presented a b30 scope communication error during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using another device without any delays or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that contact failure occurred due to normal deterioration resulting to the indicated phenomenon. Reproducibility is unknown because the device has not been returned from the facility. Olympus will continue to monitor field performance for this device.